Event description:
It was reported that the distal tip of the crossing support catheter detached during the attempt to place the catheter in the lesion. The detached distal tip was retrieved in its entirety using a snare. Another crossing support catheter was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The sample has been returned to the manufacturer for evaluation. The investigation is currently underway.